Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: dents on distal edge and cracked on side of the video connector. Based on the results of the investigation, a definite root cause could not be identified for the customer allegation since it was not confirmed. A definite root cause could not be identified for the malfunctions detected during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dents on distal edge and cracked on side of the video connector. There was no patient involvement.